Event description:
Doctor inserted bonanno catheter in the bladder and did not remove the plastic straightener sleeve. The sleeve was left in the bladder, and was not accounted for at the end of surgery. The patient complained about apin and the cytoscopic pictures taken did not show the component, until further tests were done and the urologist noted the sleeve inside the bladder. The component was removed cytoscopically and the patient is fine.

Manufacturer narrative:
Based on the description of the event provided by the reporter, it is evident that this incident resulted from user error. The instructions for use (copy attached) provided with the device clearly state in item #5 under "directions for assembly" on page 2 to "slide disposable straightener off distal end of catheter before inserting into patient".